Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient was experiencing an unknown sensor issue which occurred 1 day after the sensor had been inserted in the abdomen. On the morning of (B)(6) 2023, the patient lost consciousness. No symptoms were mentioned before the patient passed out. Emergency medical service was called. The continuous glucose monitor (cgm) showed urgent low, and the blood glucose (bg) finger stick value was 30 mg/dl. Paramedics administered IV medication to increase his bg level. The patient regained consciousness and declined to go to the emergency room. He was in stable condition after the event. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.